Manufacturer narrative:
Corrected information in h3: added information to h6: component codes, type of investigation, investigation findings, investigation conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned array 5.5 x-conn torque wrench (pn: 94624) for the failure of tip deformation. Visual inspection revealed the tip of the torque wrench (94624) has deformation damage. A functional test was performed on the torque wrench (94624) with a mating polaris cross connector and found that the torque wrench was unable to seat properly in the screws of the cross connector. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instruments were being used or handled at the time of the damage. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a damaged torque wrench and a damaged screw inserter were found in office outside of surgery. There was no patient present at the time of discovery. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2021-00192.

Event description:
It was reported that a damaged torque wrench and a damaged screw inserter were found in office outside of surgery. There was no patient present at the time of discovery. This is report one of two for this event.